Event description:
It was reported that the patient presented via merlin.net transmission. The pulse generator exhibited a diagnostics anomaly. After clearing the data trend, the device resumed normal function. No patient symptoms were reported.